Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited an error e226. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: in addition, the following reportable malfunctions were identified during the device evaluation: scope communication errors (error codes e216 and b30), no image displayed, and the presence of a foreign body (white foreign material) in the air/water cylinder (tube). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Also, for the air/water cylinder(tube) foreign body, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.